Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 24 and 36 hours. Investigation of the pod found exposed portion of the soft cannula was stretched and observed to be flattened. The device was originally reported for pod hazard/alarm/alert/advisory occlusion.

Manufacturer narrative:
The download data could not be obtained because the device was paired to another controller and would not connect to the master controller. The pod was connected to a power source for an 80-hour reset. Following reset the pod was still unable to be connected to the master controller. Inspection of the pod found no damages or defects that would cause a hazard alarm, however, without the download data, it cannot be confirmed whether or not a hazard alarm occurred. The exposed portion of the soft cannula was measured to be stretched and observed to be flattened. It cannot be determined when or how these damages occurred or if the observed damage impacted the delivery of insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l cgm sensor type: unknown please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.